Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that during the initial set-up they discovered a "cut in the hose" and that it had "low power." The reporter tagged it for repair before the case began because of the "low power" issue. The reporter noted the cut in the hose when she was ready to call in the repair. The device was not used in surgery. No injuries or medical intervention were reported. There was no additional information provided.